Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to defective ny15 control module in pdu that communicates with ups. Review of the system log file showed power issues. Fse replaced the ny15 control module in pdu and returned to philips for further analysis. The analysis confirmed the malfunction and identified electronic defect in the module. Following the replacement of the module, fse flashed firmware via installed system devices in psc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up and is stuck at the philips logo. The room will not shoot. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the pdu control module was replaced, the system was returned to use in good working order.